Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr), prolapse of the anterior and posterior leaflets at the inner commissure for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. While retracting the steerable guide catheter (sgc) the hemostatic valve failed to close and air entered into the hemostatic valve. The valve was aspirated and sealing could be achieved while the tail end of the hemostatic valve was blocked by a finger. The sgc was removed from the patient and a replacement sgc was inserted within the patient and an additional mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.